Manufacturer narrative:
Site has indicated the device is available for evaluation but has not been received by the manufacturer. (B)(4).

Event description:
During an acl reconstruction plus meniscal repair procedure it was reported that both anchors deployed upon first click. One anchor was removed with an arthroscopic grasper, the other was left in. There was a back-up available, however the surgeon chose to debride the meniscus instead of repairing. There was a small five to ten minute delay, while the surgeon tried to retrieve the anchors. The patient's post-operative condition is reported to be okay and there have been no complications.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the needle is dramatically bent on two planes. The actuator is sticking out of the distal end of the needle. No ts or suture were returned for evaluation. Reported complaint of simultaneous deployment cannot be confirmed. Device was functionally tested for proper actuator advancement and cycling, device would not function as intended. Per the device IFU (B)(4) under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation the root cause for the reported issue was determined to be user error. No further investigation is warranted at this time. (B)(4).